Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When exeter stem pack was opened, packaging was stuck and caused staff to contaminate the inside package. New implant had to be opened and used.

Manufacturer narrative:
Updated lot number based on additional information. An event regarding packaging seal involving an exeter stem was reported. The event was confirmed. The device and all of the packaging except for the shrink wrap and outer carton was returned. The inner tyvek is delaminated. The outer tyvek and the inner tyvek have been completely peeled back showing that the seal flanges are compliant. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there has been no other similar reported events for the subject lot code. Ncr was raised to investigate the issue. The investigation concluded that the inner tyvek is delaminated when the outer tyvek is opened because the inner tyvek is stuck on the outer seal flange at the bottom right corner of the blister. The tolerance on the inner tyvek and the inner blister allows to 1-2 mm out of the corner seal flange.

Event description:
When exeter stem pack was opened, packaging was stuck and caused staff to contaminate the inside package. New implant had to be opened and used.